Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00641. The pt was scheduled to have two percutaneous leads placed in the cervical epidural space for finger pain in the left hand as well as two percutaneous leads in the upper thoracic epidural space for bilateral back and leg pain. During the implant procedure, the pt complained of painful dysthesias once the left lead was introduced into the cervical epidural space. The reported pain did not decrease; as such, the physician elected to abort the cervical lead placement. The physician was able to successfully implant the two percutaneous leads as intended in the upper epidural space. The pt underwent CT scans following the procedure; however, all findings were negative. The pain experienced by the pt reportedly subsided within two days of the surgery. No further issues have been reported.